Manufacturer narrative:
Additional information was added to h10. Correction: this report is a duplicate of manufacturer report number 1416980-2026-00055. All information can be found under manufacturer report number 1416980-2026-00055. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused during patient infusion. The device contained flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.